Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical devices: pinn sector w/gription 48mm 121732048 8739316; pinn can bone screw 6.5mmx20mm 121720500 d17052162; pinn can bone screw 6.5mmx20mm 121720500 d17113670; summit por taper sz6 hi off 157011120 hj4348.

Event description:
Left hip revision patient was frequently dislocating, removed all implants. No surgical delay - no broken instruments patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.